Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the display was dim and discolored. There were also persisting lines on the display screen. The keypad cover was torn at the ok button. When it was removed no contamination was found on any of the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display as well as persisting lines through the display screen. This report is made based on results of investigation completed on 06/17/2014.